Event description:
Reporter indicated that a vns patient experienced a seizure increase, relationship to pre-vns baseline unknown. The patient's off time was decreased from 5 minutes to 3 minutes to mitigate the seizures. All diagnostic testing results were within normal limits. Good faith attempts for additional information have been unsuccessful to date.